Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported patient got device for bladder control and device was helping with that but they started experiencing the new symptom of constipation suddenly since they got the device. Patient was advised to check with healthcare professional (hcp) to determine if constipation was being caused by device and what actions needed to take. No further complications were reported or anticipated.